Event description:
It was reported that the customer's reservoir was occluded and that the insulin pump experienced a no delivery alarm. She received the no delivery alarm during basal. The customer's blood glucose level was not reported. She was advised to disconnect at the quick release. Troubleshooting was performed after a 5.0 unit fixed prime and the customer reported that the insulin did not exit the pump receiving a no delivery alarm. The product is not being returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)